Manufacturer narrative:
Patient weight was unavailable from the facility. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that during a cardiac lead management to extract a non-functional/redundant lead, the spectranetics tight-rail rotating dilator sheath was utilized. During lead extraction a decrease in the patient's blood pressure was observed. There was an injury to the superior vena cava (svc)/innominate vein/ right interjugular (rij)/ arch of azygos junction area. Rescue protocols were implemented. Rescue intervention was successful and at last report the patient was in stable condition.